Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy fluid. The cause of peritonitis was not reported. The patient presented to the hospital for treatment; however, the patient was not admitted overnight. Three days after event onset, the patient presented to the hospital again for treatment. At the time of this report, the patient outcome was not reported. Action taken with pd therapy was unknown. The reporter declined to provide additional information.